Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause of low bg was related to the customer not eating. Reportedly, the customer was involved in a car accident and went to the ER on (B)(6) 2022. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.